Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.

Event description:
Customer reports sympathetic flow on short chemo infusions. They state that on chemo infusions of 30 min - 1 hour duration and the rate is high (greater than 300ml/hr) the bag is hung as a secondary infusion with a primary ns bag. Their short term solution is to make all infusions primary, but they prefer to infuse the chemotherapy as a secondary infusion for safety reasons. There was no patient harm or medical intervention. Although requested, no further patient or event information was provided.